Event description:
It was reported that suture placement in the common femoral artery was attempted with proglide devices using a pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the proglide device failed to deploy and caught in tissue as it was a deep puncture. When the device was removed, tissue was pulled out with the device. Using a brachial artery access a stent was placed to achieve hemostasis. The tavi procedure was aborted. There was a clinically significant delay in the procedure or therapy. The patient is doing fine. The physician is reportedly trained in the use of the proglide device and established in the pre-close procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the suture mediated closure (smc) system was returned for analysis. The posterior foot had been detached and not returned. The reported deployment failure was not confirmed. Based on a visual and functional inspection analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause for the reported deployment failure and the reported tissue damage cannot be determined. The delay in treatment and additional treatment (brachial artery access/stent placement to achieve hemostasis) appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.